Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump did not deliver insulin as intended. Customer's blood glucose was over 400 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.